Event description:
The plaintiff alleges that while employed as a nurse the plaintiff was exposed to latex gloves. The plantiff alleges that the plaintiff suffered from inter alla itchy and watery eyes and coughing. The plaintiff further alleges that the plaintiff has been diagnosed as suffering from type-I latex allergy. Futhermore the plaintiff alleges that the plaintiff is at risk of suffering anaphlactic reactions when the plaintiff comes into contact with many different commonly used products which contain the natural latex protein. The plaintiff also alleges that the plaintiff has suffered severe and irreversible latex allergy. The plaintiff alleges that the plaintiff's unable to enter any environment where the plaintiff is exposed to latex proteins, alleging that entering such environments puts the plaintiff's at serious risk for anaphylactic reaction. The plaintiff further alleges that the plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Furthermore the plaintiff alleges that now sensitized to latex, the plaintiff is restricted in the plaintiff's life as to where the plaintiff can go, what the plaintiff can do with the plaintiff's life, with the plaintiff's career, and with the plaintiff's family. The plaintiff alleges that the plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital, for any purpose, is a health hazard to the plaintiff. The plaintiff also alleges that the plaintiff has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in the plaintiff's normal activities. The plaintiff further alleges that the plaintiff has suffered physical injuries, including but not limited to urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea, and other physical injuries, as well as great despair, and loss of enjoyment of life, and all of which are of a permanent and continuing and life threatening nature. Furthermore the plaintiff alleges that the plaintiff has suffered great loss and depreciation of the plaintiff's earnings and earning capacity and will continue to suffer same for and indefinite time in the future. Finally, the plaintiff's spouse alleges that the they have been deprived of the consortium, care, support, and services of spouse.